Event description:
A home pt (hp) contacted baxter's technical service center regarding homechoice (hc) therapy and reported an increased intra peritoneal volume at the end of therapy. The pt had shortness of breath and drained after disconnecting from the homechoice machine. Per initial report, baxter's tech service rep (tsr) assisted the customer during the initial contact. Hp felt a little abdominal discomfort and proceeded to do a manual drain right after he disconnected from the machine. The hp drained 4000ml manually. The homechoice machine programmed fill volume was 2499ml. The homechoice machine was returned to baxter for eval. The nurse was contacted by baxter and the incident was reviewed with the nurse. The nurse was aware of the overfill and stated that the pt was doing fine. The pt was using the new cycler with no problems.